Event description:
A surgeon reports a scratch was noted on the intraocular lens following insertion. Enlargement of the incision was required to accommodate removal of the lens. Additional info has been requested.